Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 131 ohms and have been gradually increasing over the last year. Technical services recommended to bring the patient in to clear the alert and to perform a commanded shock test. At this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as additional information was received that indicated defibrillation threshold testing (dft) in which a 31 joule shock was provided and was successful. The shock lead impedance (sli) measured 109 ohms after dft testing. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.